Manufacturer narrative:
(B)(4). Information: device code no longer applicable.

Event description:
Additional information later reported that the catheter was previously replaced after it retracted out of the it space after motor vehicle accident, but the patient subsequently complained of pain at spine incision site so the new catheter removed due to fear of sub-clinical infection based on the patient's continued complaints over 2-3 weeks without improvement. No infection was confirmed visually, and no further work up was done. The pump was left in the pocket at that time (infusing saline at minimum rate) with plans to re-implant the catheter at a later date, however the patient has complained of sharp pains at pump pocket for a few weeks. The pump was explanted (B)(6) 2015 due to worry of sub-clinical infection. The patient had no objective or subjective signs or symptoms of infection (other than pain at site), so no formal work up was done since pump was going to be explanted even with a negative work up. The plan is to re-implant intrathecal drug delivery system at later date with pump in rlq. The issue was resolved at the time of the report.

Manufacturer narrative:
Concomitant medical devices: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine 5mg/ml at minimum rate via an implantable infusion pump. The indications for use were failed back surgery syndrome and spinal pain. The patient complained of persistent , constant tenderness and intermittent swelling at spine. The patient denies headaches, fever, redness, drainage, warmth at site and physician's exam found the same. The catheter at t6 was explanted due to suspected infection at spine (distal segment cut at pump and pulled through to back and removed with spinal segment). The pump remained implanted and morphine 5 mg/ml now running at minimum rate. The sutureless pump connector left on to protect catheterport within pocket. Aerobic and anaerobic cultures taken at explant . There were no obvious signs or symptoms of infection currently, but the physician wanted to be proactive due to persisting complaints. The patient's status at the time of the report was indicated as alive, no injury.